Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain as well as failed back surgery syndrome. Consumer reported the patient¿s ins and leads were removed because the therapy didn't help and it had to be plugged in for 14hrs a day. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. Hcp stated "none" for the cause, patient's weight was (B)(6) lbs at the time of the event. The devices were not going to be returned to the manufacturer. No further complications were reported/anticipated.